Event description:
It was reported that during a hip arthroscopy the physician was using an ambient hipvac 50 arthrowand. Approx 50 mins into the procedure a metal piece was seen in the joint space. The piece was retrieved through the shaver and the procedure was completed using a competitors product. No pt complications were reported as a result of this event.